Event description:
Patient reported right side firmness, ¿changes in the implant¿, possible detachment, discomfort and concern regarding the recall of these implants. It was later reported capsular contracture, baker grade iii/IV. It was noted via ultrasound and MRI "reactive exudate in individual folds¿, ¿reactive exudate is visualised in the dorsal contour of both implants, the right implant has a thicker layer of up to 0.7cm¿, which will be captured as seroma-late, ¿deep folds, more pronounced in the ventral contour¿, small cysts which is deemed not device related. The device has been explanted and replaced with non abbvie device.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. Visibility/ palpability: unable to observe as it is not related to the device. Anxiety ¿ product/procedure: unable to observe as it is not related to the device. Pain: unable to observe as it is not related to the device. Cyst: unable to observe as it is not related to the device. Seroma late: unable to observe as it is not related to the device. Crease / folding of implant: no creases were observed. Changes in sleep habits: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV & seroma.

Event description:
Patient reported, right side firmness, ¿changes in the implant¿, possible detachment, discomfort. And concern regarding the recall of these implants. It was later reported, capsular contracture, baker grade iii/IV. It was noted, via ultrasound and MRI "reactive exudate in individual folds¿. ¿reactive exudate is visualised in the dorsal contour of both implants, the right implant has a thicker layer of up to 0.7cm¿. Which will be captured as seroma-late, ¿deep folds, more pronounced in the ventral contour¿. Small cysts, which is deemed not device related. The device has been explanted and replaced with non abbvie device.